Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was noted that they were implanted yesterday, and did not have any urgency last night on their initial setting of 0.3. They stated that the manufacturer representative told them to turn stimulation up after getting home from surgery, but it was reported that they were getting poor communication on their programmer (pp). Troubleshooting included repositioning the antenna and syncing, and after several tries, they were able to connect. They increased stimulation from 0.3 to 0.7 volts. At 0.7, the patient reported that they felt stimulation in their arm. After several attempts, due to the intermittent communication, the stimulation was able to be decreased to 0.6, where the patient reported that they did not feel stimulation in their arm, or anywhere. Post-surgical healing information was reviewed, and it was noted that the patient would be following up with their healthcare provider in 10 days. No further patient complications are anticipated or expected as a result of this event.